Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part #: unk, biomet regenerex shell 54mm od, lot #: unk, part #: unk, standard 36 ID arcom liner, lot #: unk, part #: unk, 36 -3 cobalt head, lot #: unk.

Event description:
It was reported that the patient underwent initial right hip surgery and subsequently was revised approximately 3 1/2 years later for a periprosthetic fracture due to a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial right hip surgery and subsequently was revised approximately 3 1/2 years later for a periprosthetic fracture and loosening due to a fall. No further event information available at the time of this report.